Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number was found. The suspect device was returned for evaluation. A visual inspection of the returned device observed dried biomatter on the device and that the catheter had broken off of the cartridge at the proximal end. The complaint has been confirmed. With the device having signs of having been inserted into the patient's anatomy the root cause could not be determined.

Event description:
The customer reported a defect at the catheter tip. There was no patient harm or injury reported.